Event description:
An endurant ii stent graft system was implanted in patient for endovascular treatment of a 72.6 mm diameter abdominal aortic aneurysm. Aptus endoanchors and an endurant aortic cuff were also implanted during the index procedure. It was reported that the patient developed seroma, lymphocele, and lymph fistula approximately six days after the index procedure. The patient had symptoms of pain and swelling in the right groin area. The patient was hospitalized on the same day for pain and wound management. The patient was given medication. The event is unresolved and the patient is continuing with treatment. The investigator assessed the seroma, lymphocele and lymph fistula was related to the index procedure. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.